Manufacturer narrative:
Device history record in review. Samples were not returned by consumer.

Event description:
Consumer stated as she removed the tampon the tampon came apart and some remained inside her body. She removed the remaining piece herself.